Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 400 mg/dl. The customer's health care professional changed her basal settings the day before. The insulin pump was on basal status 2 when it should be on basal status 4. The customer was assisted and successfully changed to the correct basal status. Troubleshooting for the high blood glucose was declined, and no products were returned or replaced.